Event description:
Device malfunction: suture deployment issues. Time of symptoms/ae: during vessel closure. Symptoms/ae: failure to achieve hemostasis. The following events were noted through a periodic article review. It was reported that 37 patients underwent initial stent implantation of 38 aortic coarctation lesions. Hemostasis was achieved using the closer s devices in 24 cases. The article describes that one or occasionally two closer s sutures were placed prior to insertion of the aortic procedure delivery sheath. Reportedly, in 7 cases, either the closer s device had issues with deployment of the sutures or the artery was felt to be too small for the closure device. Per the reporter, occasionally the closer s suture did not deploy correctly and either cut out or failed to tie properly; and manual compression was used to achieve hemostasis. No additional info was provided.

Manufacturer narrative:
This report involves cases noted in an article. No devices were available for analysis. The lot numbers were not identified; therefore, a device history record review could not be performed. Attachment: robin p martin, md, et al, "self-expanding and balloon expandable covered stents in the treatment of aortic coarctation with or without aneurysm formation". Catheterization and cardiovascular interventions 72:65-71(2008). See scanned pages.